Event description:
It was reported that during a lead revision it was noted that the superior vena cava connector on the device was distorted and not straight. The physician decided to explant and replace the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed and no anomalies were found.